Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service technician performed a checkout of the equipment, and the reported complaint was confirmed. Both blower motor and solenoid 2 need to be replaced. The quotation was sent to the customer, if they accept the parts will be replaced. "Manufacturing date is requested."

Event description:
The hospital reported that there was no ventilation and unit would not be able to pass vvt test. There was no patient involvement.